Manufacturer narrative:
As reported, the 6f exoseal vascular closure device (vcd) was used according to the instructions for use (IFU), however hemostasis could not be achieved. Hemostasis was achieved by manual pressure and the procedure was completed. The lesion was an unruptured cerebral aneurysm. A 6f non-cordis guiding sheath was inserted followed by an unknown 6f 11cm short sheath. The patient, who was originally severely anemic, was hospitalized after the procedure. A severe hematoma was confirmed after the procedure and the patient went into shock. An immediate transfusion of about 560cc of blood was administered. Thereafter, the patient¿s condition settled down and they were discharged. However, the patient complained of pain in the region of the hematoma, so they were again hospitalized for a week. After their condition finally settled down, they were discharged. The device was not returned for analysis as it was discarded by the site. A review of the manufacturing documentation associated with lot 17843787 presented no issues during the manufacturing process that can be related to the reported event. Without the return of the device for analysis, the reported customer complaints ¿plug ¿ inability to achieve hemostasis,¿ ¿hematoma,¿ and ¿shock¿ could not be confirmed. The exoseal IFU instructs that if hemostasis has not occurred, to continue applying light manual pressure to achieve hemostasis. The IFU also lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Patient and/or pharmacological factors are likely contributing factors. Complications such as hematomas can be more prevalent in obese patients. Adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation are root causes of pseudoaneurysm and hematoma formation. There may have been multiple punctures made to the femoral artery while attempting to access it with a sheath, which may result in blood slowly oozing into the adipose tissue unnoticed until a hematoma develops. Shock is a complication that may occur at any time during or after the procedure and users are trained and experienced in how to treat this common complication. Based on the device history record (DHR) review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the 6f exoseal vascular closure device (vcd) was used according to the instructions for use (IFU), however hemostasis could not be achieved. Hemostasis was achieved by manual pressure and the procedure was completed the lesion was an unruptured cerebral aneurysm. A 6f non-cordis guiding sheath was inserted followed by an unknown 6f 11cm short sheath. The patient, who was originally severely anemic, was hospitalized after the procedure. A severe hematoma was confirmed after the procedure and the patient went into shock. An immediate transfusion of about 560cc of blood was administered. Thereafter, the patient¿s condition settled down and they were discharged. However, the patient complained of pain in the region of the hematoma, so they were again hospitalized for a week. After their condition finally settled down, they were discharged. The device will not be returned for analysis.